Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulation at the grip assembly, allowing the grip tip to hang freely at the wrist assembly. As a result, grip tips no longer meet properly when fully closed. Failure analysis found the primary failure of a broken molded insulator to be related to the customer reported complaint. Material approximately 0.37" x 0.18" was missing and not returned by the customer. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal with lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument was used for a surgical task and were not closing properly. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.